Event description:
It was reported that the pump experienced error code 1144; continuously beeping; scratched lens; damaged rear case (unknown/no patient injury).

Manufacturer narrative:
Additional information was received indicating there was no patient involvement, issue was found during preventive maintenance tests.

Manufacturer narrative:
Event problem and evaluation codes: updated device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Found fluid ingression on the downstream sensor which was damaged. Lens was scratched and rear housing was damaged. Replace microprocessor unit board, downstream occlusion sensor, lens, and rear housing assembly. The cause of the reported problem was traced to the customer damage of the device (fluid ingression). A DHR (device history review) was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.